Event description:
Reporter stated the device when on cmv setting, the device will not cycle which then causes a high pressure alarm. Additional information has been requested regarding any patient involvement; it is not known at this time whether any patient was involved in this event.

Manufacturer narrative:
One ventilator received with oxygen input hose for evaluation. However, the oxygen input hose received with the device is not manufactured by smiths medical. Upon visual inspection, no damage was noted on the device. Device underwent functional testing, and it was found the device was outside of specification during peep test. In an attempt to replicate the reported fault the device was set at the settings as received and connected to an oxygen cylinder. The reported customer complaint was confirmed. Regulator and timing valve assembly was determined to the root cause.

Event description:
Additional information has been received. Device was connected to patient at time of incident, and bag valve mask ventilation was used while replacement device was found. The patient was monitored to and from the MRI suite using ge monitoring and monitored in the suite using philips MRI compatible monitoring. The status of the patient is currently unavailable. However, at no time during the procedure or during the incident did the patient come to any harm.